Event description:
It was reported that a pump was returned to the manufacturer for eol (end of life) (B)(6) 2014. Information reported the date of this report stated there had been an inability to interrogate or program, no free flow of cerebrospinal fluid (csf), and an isotope pump study found minimal drug delivery to the spinal canal. At a refill (B)(6) 2014 the battery had been 3 months from eri (elective replacement indicator). The pump was replaced (B)(6) 2014 and the issue resolved without sequelae. The pump was used to infuse infumorph. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed a non-significant anomaly of miscellaneous eri due to time progression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.